Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake and did not wear a mask. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event and began treatment with injection of vancomycin (1 g, discontinued the same day, route not reported), injection of amikacin (100 mg per day, ongoing, route not reported) and injection of imipenem (1g per day, ongoing, route not reported) for the event. On an unreported date, dianeal pd2 2.5% therapy was discontinued. Action with dianeal 1.5% was not reported. At the time of this report the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.